Manufacturer narrative:
(B)(4). Evaluation/conclusion: 24 off-label, unapproved, or contraindicated use (treatment of ruptured aneurysm).

Event description:
A valiant captivia stent graft system was implanted in a patient for the emergent endovascular treatment of a ruptured thoracic aortic aneurysm. Vessel morphology was reported as there was a short aortic neck (exact size unknown since this was an emergent case). It was reported that physician reported that there was a proximal type 1a endoleak. The physician planned to perform a carotid to subclavian artery bypass and extend proximally with another valiant captivia stent graft. The angiogram revealed that there was no proximal type I endoleak; however, there was still contrast entering the aneurysm. The physician performed the bypass and implanted a valiant stent graft proximal extension 36x36x150. Final angiogram revealed that there were endoleaks found. No clinical sequelae were reported and the patient is fine.